Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colon procedure, the fired clips did not properly close and so it was impossible to close the vessels. The clips had the legs closed not in a parallel way. A new device was thus used to carry out the case. No adverse pt consequences.